Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Information references the main component of one of the systems involved in the reported events; other applicable components are:product ID: 3387, product type: lead. Product ID: neu_ins_stimulator , product type: implantable neurostimulator. Product ID: 3387, product type: lead.

Event description:
Velasco, f., carrillo-ruiz, j.d., salcido, v., castro, g., soto, j., velasco, a.l. Unilateral stimulation of prelemniscal radiations for the treatment of acral symptoms of parkinson's disease: long-term results. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12433 summary: prelemniscal radiations (raprl) have been proposed as a target for the treatment of parkinson's disease. We evaluated effectiveness of this target through updrs-iii in patients treated with raprl deep brain stimulation (raprl-dbs) and followed from 24 to 48 months. Reported events: 1 patient with unilateral prelemniscal radiations (raprl) deep brain stimulation (dbs) for parkinson's disease (pd) experienced redness and local discomfort at the level of the skull cap. The discomfort and redness occurred over the implantable neurostimulator (ins) following a fall; this resulted in skin erosion requiring explant of the dbs system at 34 months. 2 patients with unilateral raprl dbs for pd experienced redness and local discomfort at the level of the skull cap between 7 and 33 months. This was treated medically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.